Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the bottom menu screen of the external pulse generator was not legible. The generator was returned for service. It was indicated that there was no patient involvement associated with this device.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was illegible, it was missing pixels. Analysis also found the upper and lower cases and the battery drawer broken, the battery release contaminated, the battery contacts compressed and the keyboard scratched.

Event description:
It was reported that the bottom menu screen of the external pulse generator was not legible. The generator was returned for service. It was indicated that there was no patient involvement associated with this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.